Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: the pump was unable to power on and was completely unresponsive due to moisture corrosion. The battery compartment was cracked and the returned battery cap¿s threads were stripped; a test cap was used. There was moisture observed inside the battery compartment and the leak test failed. The pump¿s cover was removed and no further moisture was observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.